Manufacturer narrative:
This report is being amended to reflect changes. The devices were not returned for review, therefore their conditions are unknown. Manufacturing documentation was reviewed and found conforming to specifications with no deviations to the standard manufacturing process. These devices were used in treatment. Primary operative notes were reviewed and were unremarkable. Exam notes from (B)(6) 2013 note a very thick walled fluid collection adjacent to the greater trochanter, most likely from pseudotumor formation/particle disease with severe synovial thickening and a marrow edema in the greater trochanter. In addition, partial tearing of the gluteus minimus and medius tendons with muscle atrophy is noted. Lab results show acceptable chromium levels and high cobalt levels in the patient's blood on (B)(6) 2013. A hip aspiration is noted to have taken place on an unknown date to explore the patient's pain and increased c-reactive protein and sed rate. Revision operative notes describe cloudy synovial-appearing fluid and a thick walled necrotic cyst upon revision. Gross evidence of corrosion at the morse taper junction is also stated. Product compatibility was reviewed with no issues noted. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to tissue reaction caused by head and neck corrosion.